Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with the pump delivery and sensor issues. There was no reported impact to the customer's blood glucose level. Multiple unsuccessful attempts were made to contact the customer to complete troubleshooting; however, no additional information was provided.